Manufacturer narrative:
The device was returned and evaluated. There are no changes to the investigation results previously provided.

Event description:
It was reported that the tip of the driver fractured during the tightening of an implant in surgery. The tip was retrieved by the surgeon and the case was completed using an alternate device. There were no reported patient impacts.

Manufacturer narrative:
Product was not returned. However, an image was provided associated with several complaints linked to this specific complaint. While it is unknown which specific driver is tied to this complaint's allegation, 5 of the 6 drivers in the image have visible driver tips, which appear to be damaged. The 6th driver is cut-out from the image. Therefore, the allegation is non-verifiable for fractured tip. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The likely cause for fracture is due to over-torqueing or forces applied off axis.

Event description:
It was reported that the tip of the driver fractured during the tightening of an implant in surgery. The tip was retrieved by the surgeon and the case was completed using an alternate device. There were no reported patient impacts.

Event description:
It was reported that the tip of the driver fractured during the tightening of an implant in surgery. The tip was retrieved by the surgeon and the case was completed using an alternate device. There were no reported patient impacts.

Manufacturer narrative:
Correction in h6: results and conclusions. The device was returned and evaluated. The tip was confirmed to have fractured. The cause cannot be established.

Event description:
It was reported that the tip of the driver fractured during the tightening of an implant in surgery. The tip was retrieved by the surgeon and the case was completed using an alternate device. There were no reported patient impacts.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the driver fractured during the tightening of an implant in surgery. The tip was retrieved by the surgeon and the case was completed using an alternate device. There were no reported patient impacts.